Event description:
Caller alleged discrepant inratio results compared to the laboratory results. Results as follows: date: (B)(6) 2012, inratio inr: 0.8, lab inr: 3.5. The time between testing was less than 1 hour. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.